Event description:
Per the clinic, zig-zag impedances pattern were noted and the patient reportedly not able to hear well with the device. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.